Event description:
Customer reports that he tested his glucose before going to a friends home on his freestyle blood glucose meter and got readings of 111 mg/dl and 108 mg/dl consecutively. Once he arrived at his friend's home, his wife noticed he was "acting strange and didn't look right" (and) "his eyes were droopy and he was shaking." His wife called a local ambulance and upon arrival he was tested with an unk brand of blood glucose meter and received a reading of 37 mg/dl. He was treated at the home with an IV of dextrose. A later reading of 180 mg/dl was taken by the paramedics after treatment. He was not transported to a local hospital and there is no diagnosis documented. There is no report of death or permanent impairment.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.